Event description:
The patient was currently on the anesthesia unit for the surgical case. Shortly after intubation, the ventilator failed. The set tidal volumes were not achieved. There was no positive pressure generated which caused a lost of end tidal co2. Patient was manually oxygenated while another machine was set-up. The second machine also failed. Circuit was changed which had no effect. Patient had to be manually ventilated for the duration of the procedure. Manufacturer response for anesthesia unit, anesthesia unit (per site reporter): the service rep will be out on 07/13/2017 to look at the unit.